Manufacturer narrative:
H.6. Investigation: one sample and several photos were provided to our quality team for investigation. After visual inspection, the plunger is observed to be damaged on one side. A device history record review found no non-conformances associated with this issue during production of lot 1912012. The areas where pieces run within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. We have notified manufacturing personnel of your experience to increase awareness of this matter. A project was initiated, c-526-19, to reduce any damage to the product during manufacturing. H3 other text : see h.10

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe leaked from the bottom during use and made a "very strange noise", and the plunger was found broken. The following information was provided by the initial reporter: "I purchased ¿bd plastipak 10ml syringes with luer lok tip¿ in a box of 100. I order and use these every month due to my central line and needing IV/im medications. However this particular syringe which I used today, upon infusing the flush into my central line, lots of of the liquid suddenly poured out the bottom of the syringe and made a very strange noise and made me feel strange. It was then I discovered that it was broken. This is very frustrating as last month I had a similar issue but I thought it was just a one off incident."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe leaked from the bottom during use and made a "very strange noise", and the plunger was found broken. The following information was provided by the initial reporter: "I purchased ¿bd plastipak 10ml syringes with luer lok tip¿ in a box of 100. I order and use these every month due to my central line and needing IV/im medications. However this particular syringe which I used today, upon infusing the flush into my central line, lots of the liquid suddenly poured out the bottom of the syringe and made a very strange noise and made me feel strange. It was then I discovered that it was broken. This is very frustrating as last month I had a similar issue but I thought it was just a one off incident."